Manufacturer narrative:
Manufacturer narrative: updated sections: d4 expiration date and idu, h4, and h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Corrected data: sections b1, b2, b5, b6, h1, and h6 health effect - impact code and health effect - clinical code.

Event description:
It was reported that patient with a 27mm 2700 aortic valve with an implant duration of 17 years and 3 months is being evaluated for valve in valve procedure due severe thickening of the valve, severe stenosis and moderate regurgitation. The patient presented initially with chf exacerbation and was scheduled for a future tavr procedure. The patient was suffered a witnessed cardiac arrest at home, bls initiated, initial rhythm was ventricular fibrillation, ems transported the patient to the hospital where despite acls measures he remained in pea and expired seventeen(17 ) days after his recent cardioversion, and one(1) day prior to his scheduled tavr procedure. The cause of death was not provided.

Manufacturer narrative:
There can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, or svd. Leaflet thickening may lead to regurgitation or stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that patient with a 27mm 2700 aortic valve with an implant duration of 17 years and 3 months is being evaluated for valve in valve procedure due severe thickening of the valve, severe stenosis and moderate regurgitation. The patient presented initially with chf exacerbation and was scheduled for a future tavr procedure. The patient suffered a witnessed cardiac arrest at home, failed to respond to acls and expired in ed, one day prior to scheduled tavr procedure.